Manufacturer narrative:
Serial number: (B)(4). Software version: 3.8.5. Color: pink. Battery life remaining: <3 months. First bond date: (B)(6) 2022. Initial battery %: 91. Last bond date: (B)(6) 2023. Last battery %: 86. User mobile device: n/a. Testing mobile device: iphone 12. Ios: 16.3.1. Customer reports: cap no longer stays attached. Per visual inspection: front shell does not fit securely to inpen. No physical damage to cartridge holder was noted. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. The customer concern of cap no longer staying attached was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the inpen cap did not lock and no longer stayed in place. No harm requiring medical intervention was reported. Troubleshooting was performed successfully, the inpen was returned for analysis.